Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stating they are going to a new healthcare provider (hcp) and the hcp needs the manufacturer to call them to talk about the device and changes. Agent asked clarifying questions - pt stated that they think the ins needs to be replaced because they get a shocking jolt every now and again. Pt added that they 'can't keep the battery charged' and they have to charge every 4-5 days. Pt states the issues began probably about 5-6 months ago. Pt provided hcp info. Agent provided nas # and pt was redirected to hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.